Event description:
The nurse was using the motor to move the patient from the bed to a chair. Once the patient was lowered into the chair as the nurse was removing the sling, the motor slid of the rails at the end, falling to the floor.

Manufacturer narrative:
Manufacturer determined that the set screws on the transition gate were not fully tightened, so over time they were able to loosen and move along the fixed rail with the gantry rail, thereby not allowing the gate to disengage and the pin to drop back down into the rail, resulting in the failure. Manufacturer reiterated to the entire installation team the importance of adding the loctite 243 to every set screw on each track bracket (which would have prevented this failure) while going through the updated commissioning sheets. Additional training was provided to the project management department to ensure future errors of this sort are avoided.

Event description:
The nurse was using the motor to move the patient from the bed to a chair. Once the patient was lowered into the chair as the nurse was removing the sling, the motor slid of the rails at the end, falling to the floor.